Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: disposable complaint for leakage. 100ml bottle running too fast, small puddle was near IV pole. Spilled fluid near pole. Sets were not retained.